Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient had a seizure, and their child called an ambulance. At the time the patient had a seizure the cgm was reading 3.8 mmol/l. When the paramedics arrived a fingerstick was taken and the blood glucose reading was 1.8 mmol/l, there was no cgm reading reported from this moment. The patient was brought to the hospital but could not recall what treatment was given by either the paramedics or at the hospital, but the patient spent less than 24 hours in the hospital. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.